Event description:
Event description guidant received information that this device, which has been implanted for 13 months, is exhibiting an eri battery status indicator at 2.43 volts. Guidant received additional information that a device memory disk is enroute for analysis in response to a recent safety communication that was issued on may 12, 2006 for this device model.